Event description:
Received info regarding a leak at the septum of the cartridge. Customer's blood glucose level was not impacted. Customer loaded a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.